Event description:
Customer's wife reported blood glucose results of 241 mg/dl using advantage system 1, customer self self-treated for symptoms of hypoglycemia. Wife opened a new vial of strips, reported 83 mg/dl using advantage system 2 within 10 minutes. Customer reported no further symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of systems, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch with a1 for report on advantage system 2.